Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during impedance testing, impedance value within normal range however 2 orange electrodes appeared on impedance check. Value of 710 to electrode 6 and 710 to electrode 10. No stimulation issues or symptoms reported. Troubleshooting performed, and different reference electrode used in testing impedance. The cause was not determined, but the issue has been resolved. The rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.